Event description:
It was reported that a spectrum pump had "closed door error" during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to error close door which were observed during evaluation. They were caused by a bent lower door latch hook. Due to the bent hook the switch is unable to trigger and results in the close door message. The door hooks and latch pins were replaced and the device was recalibrated.